Manufacturer narrative:
On 06-nov-2020 confirmation that the current claim is a duplicate of MFR file# 431155 was confirmed. Please disregard the current report. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm tmicl12.1 implantable collamer lens, (-8.0/+2.0/096 (sphere/cylinder/axis), into the patient's right (od) eye on (B)(6) 2020. Reportedly, the lens rotated. It was repositioned but the problem was not resolved as it rotated again. The lens was then explanted.